Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department following a syncopal episode. It was noted that the patient's right ventricular (rv) lead exhibited high thresholds and non-capture. A chest x-ray confirmed that the rv lead had not moved. The physician elected to replace the rv lead. When the physician opened the pocket it was noted that the right atrial (ra) lead had kinked and appeared to have lost some of the insulation. The ra lead and rv lead were extracted and replaced. No further patient complications have been reported as a result of this event.